Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, our technician confirmed that the objective lens cracked, the water nozzle clogged, and the water tube clogged; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).